Event description:
It was reported that the atrial lead exhibited loss of capture, high impedance, and undersensing. The patient had previously fallen. The lead was explanted and replaced successfully. The patient was in stable condition during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.